Event description:
The dealer reported that the drive lockout switch is working intermittently. This issue could cause the chair to stop suddenly or still operate while the chair is still in a tilted position.